Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported it was just last year, they put it in new implant and about a month later it got infected. They really did not know it was the beginning of the year. The representative tried to draw conclusions to clarify a date however it was not clear. Patient was advised to consult with doctor for more information. There were no other malfunction or complication were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.